Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that a blood leak occurred from the under the arterial end cap during the patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) was approximately 255 ml. The blood leak occurred mid-way into the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not sound with a blood leak alarm and the leak was described as external. Blood leak test strips were not used as the leak as it was visually observed. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.